Event description:
It was reported to quest medical by (B)(6) hospital of an alleged disposable leak during a case. It was confirmed that there were no patient complications.

Manufacturer narrative:
Quest has not yet recieved the suspect device. Once recieved, quest will begin its investigation. A supplemental report will be filed at the conclusion of the investigation.

Manufacturer narrative:
Quest has not received this device for investigation. Device history records were reviewed for the lot number provided and inspection shows that no specific manufacturing yield issues were reported similar to this complaint condition. Root cause of this complaint condition was unable to be confirmed; however, the cause was inferred to be related to a loos connection, possibly from the luer not being screwed tightly. Quest will continue to monitor complaint trends for this complaint condition. Quest has completed its investigation of this complaint.

Event description:
It was reported to quest medical by upmc shadyside hospital of an alleged disposable leak during a case. It was confirmed that there were no patient complications.